Manufacturer narrative:
The device was not returned for evaluation as the device was discarded at the site. The lot history record review was not possible since the lot number was not reported. Attempts were made to obtain the information without success. Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure related events. (B)(4)

Event description:
Medtronic (covidien) received information through clinical trial data review. The patient was treated for an occlusion in the right m1/m2 segment. After retrieval of the device and the removal of a large clot, angiography revealed complete recanalization of the distal m1/m2 segment and vasospasm in the anterior division m2 branch. 100 mcg of nitroglycerin was administered in the right internal carotid artery. The procedure was then completed with no further events. The final thrombolysis in cerebral infarction (tici) was 3.